Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has had chronic infections due to non-compliance with antibiotics. The system was explanted. The patient was stable. Related manufacturer reference number: 2938836-2019-17332. Related manufacturer reference number: 2938836-2019-17334.

Manufacturer narrative:
Analysis was normal. No anomalies were found.